Manufacturer narrative:
The insulin pump was received with missing segment/partial display, problem isolated to lcd board. The insulin pump had minor scratched lcd window, cracked case, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker. The insulin pump was received without original battery cap. Unable to verify damage to the original battery cap.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. The customer also reported that the insulin pump was taped together. Customer reported that her battery cap was broken and there are cracks above the screen. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.